Event description:
It was further reported that the patient is scheduled for a revision surgery in approximately one month. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use. Bone cement adheres to the back of the tibial plate partially. Dimensional analyses were conforming to print specifications. No change in the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient underwent the revision surgery approximately 5 years post implantation due to tibial loosening and pain. The patient was revised from persona implants to attune revision implants. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: minimal lucency and subsidence of the lateral tibial tray of the left knee arthroplasty, which represents an interval change and could reflect clinical loosening of the implant. A definitive root cause cannot be determined. Per package insert, loosening and pain are known adverse effect of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 42500606601 - femur cemented posterior stabilized (ps) standard left size 9 - 63323847. 42512400711 - articular surface fixed bearing posterior stabilized (ps) left 11 mm height - 63282954. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left tka. Subsequently, the patient is awaiting a revision due to loosening of the tibial implant approximately 5 years later. Attempts have been made and no further information has been provided.